Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR# 0001825034-2018-02240 . Additional concomitant medical products: juggerknot soft anchors mini 1.0mm, pn912082, ln980300. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, upon opening the anchor, the support sleeve was already pushed back to the handle. As a result, the inserters on the product were bent and unable to be used. The surgeon completed the procedure using alternate products. No patient impact was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The devices were returned and examined. Upon visual inspection the tip of both of the needles are bent. No further damage seen on either handle. The event of the inserter tips being bent is confirmed. As the devices were attempted to be used, the location of the support sleeve on the inserter when it was received cannot be determined; therefore, this event of incorrect sleeve orientation cannot be confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.